Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the inspiratory flow sensor diaphragm was stuck to the top of the housing. The flow sensor was replaced. No report of patient involvement. Unique identifier ¿ (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit had a flow sensor error. There was no report of patient involvement.